Event description:
It was reported that, when the physician interrogated the pump, he saw a motor stall and it was stated that he thought a motor stall recovery had occurred. In addition, when the physician was doing a refill, the actual residual volume had been greater than the expected residual volume. It was noted that the physician was getting another error message when interrogating the pump then, though no further details were reported. The reporter had also seen the tube set error in the logs, but had reportedly not interrogated the pump yet. Later that day, it was reported that the first motor stall seen in the logs had occurred on (B)(6) 2013. The stall recovered on the next day, after being stalled for 7 hours and 58 minutes. On (B)(6) another stall occurred and recovered after a 1 hour and 53 minute period. The final motor seen occurred on (B)(6) with no recovery noted. It was indicated that the healthcare provider (hcp) had pulled out a lot more drug than expected during the patient¿s last refill, which was when the stalls were occurring. The device system was used to deliver clonidine and dilaudid. That same day, it was reported that a motor stall occurred on (B)(6) and recovered the next day. The pump stalled again on (B)(6) and recovered the next day. Another stall occurred on (B)(6) and was followed by the ¿stopped pump period may exceed tube set¿ message. It was stated that the process repeated until (B)(6) following which, the pump remained stalled. It was noted that the patient was hospitalized during the time of the motor stall. The physician did not make a direct correlation between the stall and the hospitalization; however, it was indicated that it could have possibly been related. At the time of report, there was no patient injury, but the patient was being scheduled for a pump replacement. In the meantime, his pump was being set to minimum rate and the therapy would be supplemented with oral medications.

Event description:
Additional review reported that the patient experienced flu like symptoms when he was hospitalized in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician f ound significant residue and shaft wear on the upper shaft of gear two. Residue, wear, and corrosion were seen throughout the gear-train. Some residue was also found on the jewel where the upper shaft of gear two inserts into the top bridge assembly. It was indicated that the stall was due to shaft-bearing.

Event description:
Additional information was received. It was reported that the patient had not been scheduled for a replacement at the time of report. There were four motor stalls seen in the pump logs over five days with no recovery seen after the last stall. Additionally, the ¿stopped pump period may exceed tube set¿ message was seen after each of the last two motor stalls. See b6 for summary of pump logs.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in 2013 when the patient¿s pump stopped working, the patient was having withdrawal symptoms. ¿they¿ did not check the pump when the patient was admitted to the hospital in 2013. Instead, the patient was taken to rehab and was given a broad spectrum of antibiotics. ¿it was probably a month after¿ this hospital admission that the patient went to the pain doctor and they determined that the pump must have stopped working when the patient was in the hospital. The patient¿s daughter noted that must have been what happened because the patient had elevated blood pressure, elevated temperature, diarrhea, nausea, respiratory distress (¿40rr/min¿), and ended up getting intubated. The patient was being treated like he had infection of some sort, and all the tests came back negative. The family kept telling them to check the pump; however that did not happen until the patient followed-up with the pain doctor, after the patient was in rehab.

Event description:
Additional information was received. It was reported that the replacement surgery had occurred. The reporter did not recall the exact actual and expected volume of drug in the pump, but there had been a significant difference. It was stated that there had been about 10ml expected, but there had been about 20ml in there instead. The doctor removed the volume that should have been in the pump and there had still been a significant amount left. It was indicated that the pump had stopped and started multiple times, so it was difficult to determine when the last motor stall had occurred. On the following day, it was reported that, when the replacement procedure was being done, the pump was functioning normally. There wasn't a motor stall, but the pump was taken out and a new pump was put in. Six days later, it was reported that the date of the last motor stall was (B)(6) and the refill where the volume discrepancy was noticed was on (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the device was replaced due to a motor stall that did not recover at refill. There was no patient injury. The patient status was noted as recovered without sequela. No dye study or rotor study was performed.